Manufacturer narrative:
Complaint investigation underway.

Event description:
It was reported that: initial wire removed from balloon catheter easily as it had been accidently desterilised. Balloon lumen and new (this wire) wire flushed with saline. Able to put wire through balloon with no issue, however then attempted to remove balloon and it was extremely? Stiff?. Eventually had to remove wire and balloon together as I was unable to remove them separately. Out of the patient, balloon was removed and it appeared that some of the hydrophilic coating from the tip had displaced onto shaft of the wire. New 300cm wire used for rest of the case with no issues. Where did the problem occur ? Inside patient.

Manufacturer narrative:
This complaint has been voided in our system since it is a duplicate of complaint 3006010712-2018-00038 (B)(4)). The customer confirmed that this complaint was duplicated and requested that we cancel this in our system. As you can see below, this complaint (B)(4) (3006010712-2018-00039) provided more detail in the original complaint, however in both cases the end of the victory wire sheared and coating was displaced onto the shaft of the wire: (B)(4) (3006010712-2018-00039). B. 5. Describe event or problem: it was reported that: initial wire removed from balloon catheter easily as it had been accidently desterilised. Balloon lumen and new (this wire) wire flushed with saline. Able to put wire through balloon with no issue, however then attempted to remove balloon and it was extremely stiff?. Eventually had to remove wire and balloon together as I was unable to remove them separately. Out of the patient, balloon was removed and it appeared that some of the hydrophilic coating from the tip had displaced onto shaft of the wire. New 300cm wire used for rest of the case with no issues. Where did the problem occur inside patient. (B)(4) (3006010712-2018-00038). B. 5. Describe event or problem: it was reported that: victory 18 300cm sheared end. B. 6. Relevant tests/laboratory data, including dates: the incident report contained information that during popliteal and anterior tibial (at) angioplasty procedure the victory guidewire became jammed within the balloon catheter inside the patient body. It was reported that user was able to put wire through balloon catheter with no issue "however then attempted to remove balloon and it was extremely stiff". After the reported incident happened the guidewire with the catheter had to be removed as one unit as it was impossible to remove them separately. It was also reported that after wire being removed from catheter, outside the patient body, "some of the hydrophilic coating from the distal tip had displaced onto shaft of the wire". As reported, the incident had no adverse effects on the patient and procedure was completed via alternative method. Different device, although the same model was used to complete the procedure. The incident report contained information that the device will be returned for analysis however the device was not returned, and the lot number was not provided by the customer for investigation. Lot history records review could not be carried out and the reported issue cannot be fully investigated. The additional questions were sent to the customer to gather additional information about the events of the incident. Three attempts were made to request the answers to the additional questions and the lot number of the defected device. To date, the customer has not provided answers to the questions. As per information provided by the customer, the device was expected to be returned. Four attempts were made to request the device for analysis. To date, the customer has not returned the device. Once the product is available for analysis the complaint will be re-open. Based on the information provided the cause of the failure mode could not be determined. The part in question was not returned for analysis and no further evidence to confirm the complaint was found. Additionally, the lot number of the part in question was not made available, therefore the complaint remains non-verifiable.

Event description:
It was reported that: initial wire removed from balloon catheter easily as it had been accidently desterilised. Balloon lumen and new (this wire) wire flushed with saline. Able to put wire through balloon with no issue, however then attempted to remove balloon and it was extremely stiff?. Eventually had to remove wire and balloon together as I was unable to remove them separately. Out of the patient, balloon was removed and it appeared that some of the hydrophilic coating from the tip had displaced onto shaft of the wire. New 300cm wire used for rest of the case with no issues. Where did the problem occur ? Inside patient